Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was discharge with doxycycline 100 twice daily for 30 days.

Manufacturer narrative:
Correction: should have been adverse event not both adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient developed a pocket infection and the system was removed to resolve. The issue was not resolved at this point. No further complications were reported or anticipated. No device allegations were made.